Manufacturer narrative:
(B)(4). Product has not been returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The pharmacist, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Blood test performed by customer while at the pharmacy produced results of lo. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is not known by customer. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.